Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument was malfunctioning. It was unknown if a fragment fell into the patient. The procedure was completed with no reported injury. Attempts have been made to obtain additional information from the customer concerning the reported event with no success.

Manufacturer narrative:
Based on the claim against the product by the customer noting the prograsp forceps instrument malfunctioning, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis is completed. This complaint is considered a reportable event due to the following conclusion: it was unknown if a fragment fell inside the patient due to a product malfunction during a da vinci assisted procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps (pf) instrument involved with this complaint and completed the device evaluation. Failure analysis was able to confirm and replicate the reported complaint. The instrument was found to have the main tube broken at the distal end. The material which was missing from the distal end was not returned. The root cause of this failure was typically attributed to mishandling or misuse. Damage during use may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.